Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple altitude alarms. Customer reported an elevated blood glucose (bg) level of 600 (mg/dl) and possibly ketones. Customer installed a cartridge and successfully resumed insulin delivery to stabilize bg levels.